Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition without its original packaging, decontaminated inside a plastic bag. Visual inspection showed no damage. Functional testing involved accuracy testing and the device passed. The investigation found that when the device was filled with water and connected to a cadd legacy plus pump, no issues were found with priming and no alarms were activated when the pump was running. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no cassette alarm. No patient injury reported.